Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving morphine (concentration 20mg/ml, dose 6.4mg/day) via an implantable pump for chronic low back pain and spinal pain. A motor stall with no recovery was noted upon interrogation by the managing doctor, it was noted that the pump originally stalled on (B)(6) 2016 then recovered on this report date after refill. There were no known factors that may have led or contributed to the issue. The patient was to be monitored for withdrawal and authorization for pump replacement was submitted. There were no symptoms mentioned. At the time of this report, the issue was not resolved, patient status was "alive - no injury". Surgical intervention did not occur and had not been scheduled but was planned.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. As per the pump¿s logs, a motor stall recovery occurred on (B)(6) 2016 followed by multiple motor stall and motor stall recoveries that occurred post explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code no longer applies.

Event description:
The pump was returned to the manufacturer. Per the manufacturer¿s device registry, the pump was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.